Event description:
It was reported that the programmer electrogram (egm) displayed continuous noise during the implant procedure, with right ventricular (rv) lead impedance measuring over 4000 ohms through the analyzer, and testing was unable to be completed. It was also noted that the programmer's video graphics array (vga) connection was unable to function. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis :analysis was unable to confirm the customer comment that the programmer electrogram (egm) displayed continuous noise during the implant procedure, with right ventricular (rv) lead impedance measuring over 4000 ohms through the analyzer, and testing was unable to be completed. The analyzer had no visual anomalies and passed the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.